Event description:
Device was replaced due to field advisory and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event.